Event description:
During attempted stenting of a heavily calcified, 100 percent stenosed right sfa, via a contralateral approach, the smart control sds could not pass the bifurcation of the iliac artery. The physician withdrew the sds, and found that the stent was partially exposed (approximately 5mm) even though the locking pin was still in place. Another smart control sds was used to successfully complete the procedure. There was no adverse effect to pt. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.